Event description:
A peritoneal dialysis patient reported that dialysis solution leaked out of the cycler. Pt stated that at the end of her treatment, she found fluid at the bottom of the cycler on the cart. Pt stated that she did not notice any moisture inside the door, but there was fluid coming from the cycler. Leak location is unk. Pt was able to complete her treatment, her effluent remained clear and had no adverse effects. Sample has not been returned to the manufacturer.

Manufacturer narrative:
The plant investigation has not yet been completed. A follow-up report will be filed upon completion of the investigation.